Event description:
It was reported that elevated, but still in-range shock impedance measurements (165 ohms) were noted from this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode. Additionally, it was observed that the electrode tip has dislocated with time and was pushing on the patient's skin, causing pain. The physician elected to surgically cap and abandon the electrode, and a new replacement electrode was implanted to resolve the event. The patient was stable with no additional adverse effects. At this time, this s-ICD electrode remains implanted, but is inactive.